Manufacturer narrative:
As of 05/31/2017 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer submitted completed cir to aso on 05/05/2017 and stated that medical attention was sought. Based on the information received, aso opted to file an MDR. Aso evaluated returned samples as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests.

Event description:
Consumer stated that the bandages took two layers of skin off on his leg when he removed it. He had to be put on antibiotics.